Manufacturer narrative:
In investigating this complaint, additional data was collected from the patient and provider to evaluate the adverse events described in the medwatch (mw5111690). The patient experienced life changing events before, during, and after treatment as well as changes in medication status during and after treatment. Additionally, several symptoms described in the MDR were present prior to the start of tms therapy including suicidality. All the medications the patient reported taking have side effects consistent with the symptoms described. Based on the existing evidence it cannot be concluded that the neurostar tms treatments caused or contributed to any of the patient's reported symptoms.

Event description:
Neuronetics received a patient reported medwatch (mw5111690) on 8/26/2022. The patient alleges that after 10 tms treatments he had severe headaches for 2 months before going away. The patient also claims that his anxiety and depression are more extreme and that he has suicidal thoughts every day. Other reported side effects include reduced cognitive abilities, "brain zaps", leg twitches, loss of appetite, weight loss, and anger issues.